Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the telemetry was not able to be established and that no pacing was seen on the ECG. It was also reported the patient was asymptomatic. When the device was checked three months earlier, the battery voltage was 2.61v. The device was removed and replaced. No patient complications were reported as a result of this event.